Manufacturer narrative:
Other relevant device(s) are : product ID: neu_unknown_lead, lot# unknown serial#, product type: lead. Product ID neu_unknown_lead, lot# unknown serial# . Product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that  patient (pt) started stage 1 trial on (B)(6) 2021. Rep reports trial was going very well, but then on (B)(6) 2021 the pt reported that she was "not feeling well, her back was hurting really bad and she was able to handle the stimulation." Pt saw the dr this morning (B)(6) 2021 and the dr diagnosed that the pt had "extreme cellulitis" at the lead/extension location site. Rep reports dr is going to pull the lead and place the pt on antibiotics. No further complications were reported/anticipated at this time.